Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false reactive alinity I hbsag results generated on the alinity I am processing module for one patient. The following data was provided: (B)(6) 2026 sid (B)(6) initial result hbsag 95.50 s/co (reactive), repeated nonreactive (no value provided). On (B)(6) 2026, the customer informed us that they repeated sid (B)(6) on (B)(6) 2026, and the hbsag result was 749.91 s/co (reactive), neutralization index 1.55% (confirmed positive). Other results provided: anti hcvii 0.06 s/co (nonreactive). Hiv 0.05 s/co (nonreactive). The customer noted that sid (B)(6) (known positive hep b) was run at the same time, next to sid (B)(6). The result for sid (B)(6) was 4175.41 s/co (reactive). No impact to patient management was reported.